Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact admiral balloon catheter was used to treat the proximal sfa of the left leg (l-2). Approximately 1 month post index procedure the patient suffered from a left sfa blockage. This was treated with pta and stenting of l-2. The event is resolved. The investigator reported that the event is possibly related to the index device and paclitaxel but probably related to the procedure.